Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "as per clinical resource nurse , manta "failed" during a tevar. When going to close , the introducer was put into the sheath, and fed over the advantage wire, and the introducer was removed to put in the manta body, the valve did not hold blood back (despite centering the wire) and too much bleeding back occurred. They removed the device and opened up a second manta. They didn't close with the second manta either as they determined they were on the inguinal ligament and then proceeded to cutdown. Patient's condition is fine/stable."

Manufacturer narrative:
Qn#(B)(4). Correction to section h: UDI number. Additional information: no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2401576 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following a tevar procedure, an 18f ce manta sheath and introducer were assembled and inserted into the patient over an advantage guidewire. The guidewire was centered in the sheath hub. While the introducer was being removed from the sheath, blood was perfusing from the hemostatic valve. The manta closure was aligned to the sheath hub and inserted over the guidewire, although the bleeding continued. The first 18f ce manta closure device was removed and a second 18f ce manta closure device was opened and deployed. The second 18f ce manta closure was determined to have been deployed on the inguinal ligament and the team decided to proceed with a surgical cutdown. The root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical intervention is partially due to the manta device being deployed on the inguinal ligament. The manta instructions for use (IFU) posts warnings: do not use if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. There appears to be no product quality issue concerning manufacture, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "as per clinical resource nurse , manta "failed" during a tevar. When going to close , the introducer was put into the sheath, and fed over the advantage wire, and the introducer was removed to put in the manta body, the valve did not hold blood back (despite centering the wire) and too much bleeding back occurred. They removed the device and opened up a second manta. They didn't close with the second manta either as they determined they were on the inguinal ligament and then proceeded to cutdown. Patient's condition is fine/stable."